Event description:
It was reported that the patient had a syncopal episode and was evaluated in the emergency department. It was further reported that there were high and unstable thresholds in the right ventricular lead, which resulted in intermittent capture. Device reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2010-(B)(6). (B)(4).